Manufacturer narrative:
On an unreported date in (B)(6) 2016 (reported as ¿last month¿), the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. Treatment was not reported. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.